Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a non-boston scientific right atrial (ra) lead, exhibited intermittent high out of range pacing impedance measurements on the right atrial (ra) channel. Technical services (ts) was consulted, and a spring contact anomaly was suspected, but it was not conclusive. Further reprogramming and testing were recommended. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a non-boston scientific right atrial (ra) lead, exhibited intermittent high out of range pacing impedance measurements on the right atrial (ra) channel. Technical services (ts) was consulted, and a spring contact anomaly was suspected, but it was not conclusive. Further reprogramming and testing were recommended. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. At this time, no further information is available. Should additional information become available this report will be updated.